Manufacturer narrative:
Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The flow sensor module and the flow sensor were returned to livanova (B)(4) for further investigation after further trouble-shooting by the service rep was able to identify the flow sensor as the root cause. During evaluation at livanova (B)(4), the reported issue was reproduced. The issue faulty flow sensor was confirmed and was identified to be the cause of the issue. An sqn was issued to the supplier to investigate the malfunction. No issues were identified during testing of the flow sensor module. It was functionally tested without error and a technical safety inspection was successfully completed. The flow sensor module was returned to livanova (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin centrifugal pump 5 (cp5) system displayed a non-zero flow during maintenance, despite the user setting the flow to zero with the zero calibration switch. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative attempted to resolve the issue by replacing the control panel and flow sensor module. However, the issue was not resolved. The unit is not currently in use and has been requested for return to sorin group (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is still on-going. A follow-up report will be submitted when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin centrifugal pump 5 (cp5) system diaplayed a non-zero flow during maintenance, despite the user setting the flow to zero with the zero calibration switch. There was no patient involvement.